Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) of 340mg/dl with thirst and lightheadedness. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. Customer technical support reviewed the pump with the reporter and found that the basal delivery totals in the total daily dose history did not match. The discrepancy was found to be due to the patient making changes to the basal program without input from their healthcare provider. During troubleshooting, all other settings and histories were found to be correct. The reporter noted that the patient was on heparin, pain medication, and blood pressure medication, which may have contributed to the elevated bg. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2016 with the following findings:. The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.